Event description:
It was reported that a user experienced severe hyperglycemia while using the ilet with a steel contact detach infusion set and 23-inch tubing, with blood glucose values reported as persistently elevated above 400 mg/dl and peaking at 581 mg/dl after a high-carbohydrate meal and soda; multiple set and site changes were performed, including moving the site from a location over a mole, and education was provided on correct insertion technique. Symptoms included hyperglycemia. Outcomes included ongoing monitoring and user education with no medical intervention or hospitalization. Investigation included technical troubleshooting with infusion set and tubing assessment, supply replacement, site relocation, and review of user technique and dietary intake. Investigation of this case revealed no visible device or infusion set damage or leakage, and the event was associated with user technique and site selection, with contributing factors including recent high-carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.